Event description:
Patient had codman certas plus implanted on (B)(6) 2025. Upon follow up appointment on (B)(6) 2025, physician was unable to program and adjust the shunt. Shunt was interrogated and shown to be at a level 7. The shunt has continued to not want to move off of a 7. It will not go to an 8 and will show a 6.5 but not a full 6 on either the manual or the electronic shunt adjusters. Codman certas rep onsite at time of appointment and unable to assist with programming. Revision surgery discussed with patient. This patient must undergo another surgery due to the device failing to be programmed correctly after initial placement two months ago.